Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter city and state : (B)(6). Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter :   the consumer reported that the insulin will not come out of the 4mmx32g needles.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter:   the consumer reported that the insulin will not come out of the 4mmx32g needles.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.